Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2020. Additional h3 investigation summary: an empty winding former was received. No needle or suture were returned for evaluation to determine the assignable cause of the performance pull off suture needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿the needle pulled off from the thread¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcz486 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a unknown surgery on (B)(6) 2019 and the suture was used. The needle pulled off from the thread. Another like suture was used to complete the procedure.